Event description:
Vacuum device used for delivery. Infant flacid at birth required intubation. Developed twitching of right arm and eyelid. Computerized tomography scan showed probable subarachnoid bleeding. Baby had cephalhematoma. Remained intubated x 3 days. Electroencephalogram normal. Recommended follow up computerized tomography scan in 1 month.